Event description:
Baxter IV catheter extension set tubing leaked where tubing should be cemented into the male luer lock end. The male luer was appropriately screwed into the 14 mos/olds piv. The leaking resulted in loss of IV fluid adminstration for this dehydrated pt, exposure to poss infection employee-s-exposure of blood, delayed IV administration of ordered fluids and antibiotics. Required replacement procedure.